Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing broke off at the connector on (B)(6) 2021. At the time of the event, the patient's blood glucose level was 400 mg/dl. This issue occurred with two infusion sets. Moreover, there was no damage to the infusion sets when the package was first opened. Reportedly, the patient replaced the infusion set and insulin was resumed successfully. No further information available.